Event description:
Doctor reported non- integration. Got an infection and implants not integrating correctly so they were removed by the surgeon.

Event description:
Doctor reported non- integration. Got an infection and implants not integrating correctly so they were removed by the surgeon.